Event description:
This case was reported by a consumer and described the occurrence of application site pain in a (B)(6) female pt who received breathe right nasal strips (breathe right nasal strips extra) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started breathe right nasal strips. At an unk time after starting breathe right nasal strips, the pt experienced application site pain and drug maladministration. Treatment with breathe right nasal strips was continued. At the time of reporting, the events were unresolved. Consumer reported that when she removes the breathe right extra strips in the morning, it hurts. She reported that she was not removing the breathe right extra strips while washing her face with warm water or while in the shower. Consumer reported that she has had no trouble with the breathe right large clear strips. Followup was received on (B)(4) 2012 which upgraded the case to serious; consumer reported that she had a red mark at application site and sores at application site after using breathe right extra strips. This case was assessed as medically serious by gsk. The consumer did not specify if the sores and red mark resolved or if she is still using the strips.

Manufacturer narrative:
The manufacturer's report number for this case is 3004486989-2012-00012. Breathe right nasal strips are manufactured in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).